Event description:
It was reported that a patient underwent an obturator sling procedure in (B)(6) 2013. At the eight week post-op review, the patient had no issues. The patient currently has a 0.5 cm exposure of mesh on the right vaginal sulci and is awaiting excision. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.